Manufacturer narrative:
In regard to this incident the affected product was not returned for investigation. Logfiles and photos were received. Photos confirmed the reported issue, the needle was broken. Analysis of the logfiles revealed that there were multiple errors around the time of the breakage of the needle indicating irrigation issues. In general, it should be noted that insufficient irrigation, and therefore insufficient cooling, is the most likely cause for the phaco needle to break during use. Since lack of irrigation may have various causes, including, but not limited to improper placement of the phaco sleeve or unfavorable settings, a main contributor to the failure could not be determined. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Complaints will be closely monitored to identify any significant adverse trends. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends. While the conclusive cause can not be determined, most likely cause is lack of irrigation. Similar serious incidents and associated number of devices were determined by taking the number of serious incidents related to the imdrf a code a040103 corresponding to the in house codes ph-needle-broken(rep) + ph-needle-broken-prolonged and taking the number of devices distributed within each time period. Please note that some of the needles are reusable so the number of performed surgeries is higher than the number of devices distributed. The incident that is the subject of this report is also included in the table above. Please note that the associated number of devices on the market for the country of incident includes data from northern ireland and the republic of ireland.

Event description:
We were informed that the phaco needle was broken inside the eye during sculpt mode. The needle tip was partially in the eye, at that point the silicone/ rubber protector sleeve was off. The surgeon safely removed the broken tip using viscoelastic and micro-tooth forceps. Surgery could proceed by using another phaco handpiece an phaco tip. No report that actual patient harm occurred or surgery was prolonged or delayed.